Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 pro version, used for cardioplegia delivery, did not work. In detail, the pump was set up with double tubing inserts and when the pump rollers were turning, the smaller of the two tubings began to bunch up and eventually causes a motor stall because the two tubings got stuck together or bunch up in a pile at the outlet side of the pump. The tubing was tried to be re-inserted by the perfusionist, who also changed the tension on the gates that clamp the tubing on the inlet and outlet sides, without success. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A livanova field service engineer was dispatched at the customer site and, to solve the issue, he replaced the tubing guide rolls and readjusted variolock tension. Functional checks passed positively and unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the most likely root cause of reported event is related to defective and unstable tubing guide rolls with possible contribution of improper user tightening of the variolock gates. The risk is in the acceptable region. No specific action was currently deemed necessary, livanova will keep monitoring the market.

Event description:
See intial report.